Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. (B)(6) 2025, 6:14 am; sg 45mg/dl, bg 180 mg/dl, sg 30 mins later not available because of a sensor suspend alert, trend arrow straight, she did nothing that strongly influences bg b. (B)(6) 2025, 03:23 pm; sg 73 mg/dl, bg 200 mg/dl; sg 30 minutes later not available as call was directly after measuring; she ate a yogurt the issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Visual inspection of the returned sensor showed delamination of internal electronic components of the sensor. Functional testing of the returned sensor along with the review of in-vivo raw sensor data revealed optical instability around the reported time-frame, which most likely caused or contributed to observed sensor inaccuracies. As part of the resolution, a replacement sensor was provided to the customer. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.